Manufacturer narrative:
System service was completed and it was noted that there were no parts replaced and the system was preforming as intended. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the system will log off automatically when it is working. There was no patient present.